Manufacturer narrative:
The biomedical engineer (bme) reported that their facility had a power outage and now the central nurse's station (cns) is not booting up into the cns software and the bme requested a loaner and will return the cns to nihon kohden. No patient harm was reported. Attempt #1: 12/24/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: 01/04/2022 left customer a voicemail for all items under the no information section. No reply was received. Attempt #3: 01/14/2022 emailed customer via (B)(6) for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that their facility had a power outage and now the central nurse's station (cns) is not booting up into the cns software and the bme requested a loaner and will return the cns to nihon kohden. No patient harm was reported.